Event description:
In 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ii meter would not power on, and powered off during use after the battery was replaced. The medical affairs specialist (mas) was able to classify the case based on the original information provided. On april 15, 2006 at 9:30 am, the reported meter would not power on. Thepatient replaced the battery with a battery from another meter; however the reported meter would not remain powered on during the test. The patient did no obtain a blood glucose reading. At that time, the patient was experinecing the symptoms of blurry vision, being tired, dizziness, cold knees and eye twitches. Following the attempted use of the meter, the patient took his oral diabetes medication glucovance (metformin-glyburide). At an unspecified time later, the patient visited his physician, who obtained a blood glucose result of in the 300's mg/dl. The patient's oral medication regimen was increased from one pill glucovance per day, to 2 pills glucovance per day. The customer care advocate (cca) determined during the troubleshooting telephone call that the original battery in the meter had not been replaced in over a year. According to the owner's booklet for this meter, expected battery life is one year. The meter, test strips and control solution were replaced. The patient was unable to obtain a blood glucose result on the reported meter while he was hyperglycemic and experiencing symptoms of blury vision.